Event description:
The generator was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient was experiencing an increase in seizures (approximately 6-8 per month). It is unknown when the patient began experiencing the increase. The patient¿s device could not be interrogated and the patient was referred for generator replacement. The neurologist was unable to comment on the reported event as the patient was a new to this physician. Attempts for additional information have been made, but no further details have been received to date. Review of the available programming and diagnostic history for the device did not reveal any anomalies. The generator was implanted on (B)(6) 2002. A battery life calculation indicated that the battery may likely have reached end of service. With this information along with the failed interrogation and the patient referral, it is likely that the reported event is due to expected generator end of service. Generator replacement surgery is likely but has not occurred to date. With the available information, no definitive conclusions can be made as the timeframe in which the increased seizures occurred is unknown.

Event description:
The patient underwent generator replacement surgery. The generator has not been received for analysis to date.

Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report #01.

Event description:
Analysis of the returned generator was completed. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The reported failure to program was duplicated and determined to be the result of normal battery depletion. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found.